Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the customer comment that the connectors were worn out, though it was noted that the output connectors were contaminated inside and that the cables were therefore unable to be locked in. It was further noted that the upper case was damaged, dented and chipped, the lower case was broken, two side bail covers, four case screws and two side bails were missing, the battery drawer was damaged and chipped and the keyboard pad was scratched. Due to its length of service the generator was to be returned to the customer unrepaired. (B)(4).

Event description:
It was reported that the external pulse generator's atrial and ventricular connectors were worn out. The generator was returned for service. There was no patient involvement.